Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level was displayed as "high", a specific value was not provided. To address the high blood glucose, the customer performed a correction bolus via the pump. The customer changed pump supplies and resumed insulin.